Event description:
It was reported that a small volume infusor had no flow. The issue was identified after filling before connecting to the patient. The device was contained 5-fluorouracil (5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.